Event description:
A file separated in the canal during a procedure performed in 2003,the patient was not notified of the separation. Approximately two and a half years following the separation, the patient was referred to another doctor (the iniitail reporter) who successfully attempted to retrieve the separated piece. Outcome of the event is not known at this time,though it was reported that the patient perfers to have the tooth extracted. No intervention has been performed as of this report as the patient will reportedly "wait for (the) tooth to flare up and probably get it taken out".